Event description:
During a procedure, upon advancing the subject device into the aneurysm a great deal of friction was encountered. The physician began to withdraw the subject device from the aneurysm and it separated; part of the subject device remaining in the aneurysm and the other in the basilar artery. The physician was able to successfully retrieve the subject device and finished the case. The patient was reported in good condition.